Event description:
The pt stated, he woke up with a blood glucose of 340-350 mg/dl, and he noticed the display of his infusion device was blank. He stated he changed the power pack and bolused through his infusion device to lower his blood glucose. No symptoms of high blood glucose were reported. The pt stated the power pack had been in use for approx 3 weeks. He stated he will "be more carefully" to change the power pack every 2 wks as advised. The pt did not require assistance from a hlthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.